Event description:
Patient presented to the physician with an mrsa infection at the neck incision site, including a nodule filled with pus. Physician brought the patient into the operating room, performed a washout procedure, and closed the incision. Physician prescribed two rounds of antibiotics after the procedure was completed. Patient presented back to the physician with continued infection at the neck incision site. Cultures were obtained and again returned positive for mrsa. Physician prescribed an additional course of antibiotics and will re-evaluate the next steps.

Event description:
Patient presented back to the physician with continued infection at the neck incision site. Physician brought the patient into the or and explanted the entire inspire system. Postoperative antibiotics were prescribed after the procedure was completed.